Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pace impedance measurement on the left ventricular (lv) lead. The impedances were mostly steady with one spike that went over 3000 ohms. The presenting electrogram (egm) was reviewed and confirmed lv capture was present. The crt-d and lv lead remain in service. No adverse patient effects were reported.